Manufacturer narrative:
The complainant was unable to report the upn and lot number; therefore, the manufacture date and expiration date are unknown. The device has not been received for analysis; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used within the colon of a patient during a clipping procedure on an unknown date. According to the complainant, during the procedure, a clip was attempted to be deployed within the colon of a patient; however, it failed to attach to tissue. It was believed that the clip had fallen into the colon to pass naturally; therefore, the physician did not attempt to retrieve the clip. Reportedly, the bleeding "spontaneously" stopped and no further treatment was provided. Following the clipping procedure, on an unknown date, the same endoscope was used during a polypectomy procedure in a new patient. It was noted that the endoscope had been reprocessed twice prior to this procedure using evotech, and did not require brushing. During the procedure, the physician attempted to advance a device through the endoscope in order to retrieve a polyp from the patient; however, resistance was met near the hand control section of the endoscope. Subsequently, the clip from the clipping procedure had fallen out of the endoscope and into the patient. The user believes that the clip had been sucked up into the endoscope during the clipping procedure and dislodged into this patient. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available; a supplemental report will be submitted.